Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent loss of pairing between a dexcom g7 continuous glucose monitor and the ilet insulin pump after approximately 24 hours, which required troubleshooting and education to address the connectivity issue. Symptoms included no reported adverse clinical effects or glucose-related symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education with review of device setup instructions. Investigation of this case revealed that the issue resolved after the caregiver followed the manufacturer¿s instructions to reestablish and maintain the cgm-to-pump connection. It was concluded that the device was functioning as intended once proper setup steps were performed, and no device malfunction was confirmed.